Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - patients revision operative records were received. Records indicate upon revision a lot of fluid was found in the hip joint along with reactive tissue and metallosis. Corrosion was found at the base of the morse taper, and the cup was found to only be fibrous ingrown. The stem and sleeve were added to the complaint and the complaint was re-opened.